Manufacturer narrative:
Article citation: kuo, chih-hung et al. "Lamellar sclerectomy augmented xen gel stent glaucoma surgery", european journal of ophthalmology. April 17, 2020. (Pages 1-4). Request for further information has been made. Allergan has received no response from the author. The events of gel stent blockage, high intraocular, fibrosis, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. [(B)(4)].

Event description:
The article "lamellar sclerectomy augmented xen gel stent glaucoma surgery" noted a patient had a xen 45 gel stent surgery failed due to complete stent encapsulation with scar tissue and patient's iop being 34 after 2 months. Patient then received a procedure to better optimize gel stent position and outflow. Atropine drops and subconjunctival dexamethasone and cephalothin were given to the patient. Postoperatively, patient was given chloramphenicol and dexamethosone eye drops for one month, then tapered off by 2 months. Patient returned to baseline vision day one after the surgical revision and iop remained between 6 and 12 mmhg through six months. The patient's bleb was noted to be vascular, diffuse, and a low profile.